Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support during dwell 3 of 6 of treatment on the liberty select cycler to report that a hole was found in their catheter line and request assistance with canceling treatment to go to the emergency room (ER). Fresenius technical support assisted the patient with canceling treatment on the cycler. Upon initial follow-up it was reported that the patient is temporarily completing hemodialysis for approximately two weeks. No additional information was known related to the ER visit or any medical intervention that could have been provided to the patient. Attempts to obtain additional information were unsuccessful.